Manufacturer narrative:
Findings: unit received with cracked battery tube threads and battery tube lip. Unit received with scratched lcd window.

Event description:
It is reported that the customer had normal blood glucose levels of 117 mg/dl. The daughter of the customer reported a crack on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.